Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted. A CAPA has been initiated to address this issue.

Event description:
Same case as manufacturer's report# 6000118-2007-00048. It was reported that during a vena cava filter placement procedure, filter deployment difficulties were encountered. This first filter deployed lower than the introduced position. A second filter was used, but did not open. The unopened filter is in the patient's vena cava, per the complaint reporter, but no information is available as to the exact location of the filter in the patient's body. The patient was discharged last week. Additional information has been requested, but at the time of this report no additional information is available.